Event description:
Customer reported that while processing a plate on osp, it was reported that row h of the microwell plate was giving negative absorbance values, and no error messages was generated. The field engineer found debris on some of the optical filters of the osp. No death or serious injury was associated with this incident. This event is past the required 30 day reporting period. It was identified as a reportable event during an audit of the complaint system.